Event description:
Upon start of pembrolizumab administration medicine drops noted to be coming out of the nearest to the patient y site connector. Pump was immediately stopped, and medicine was returned to the pharmacists. Tubing discarded per chemotherapy handling protocol.